Manufacturer narrative:
Terumo cardiovascular systems corporation- (B)(4) has received the actual device for evaluation; however, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems that a quick disconnect leak was found during prime. The product was changed out, and the procedure was completed successfully without delay. The actual date of the event was (B)(6) 2015. Terumo (B)(4) was informed of this complaint on (B)(6) 2015, from our sister site in (B)(4). Terumo cardiovascular is conservatively reporting this event as a similar incident has caused or contributed to a serious injury in the past. No patient involvement as this occurred during prime. Product changed out. Procedure completed successfully without delay.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on august 20, 2015. The actual device was received and consisted of quick disconnect parts from the manufacturer and an affiliate site and both were connected with tubing. Visual inspection showed that the manufacturer¿s device confirmed no anomalies. However, the affiliate site¿s quick disconnect showed that the thumb latch was looser than normal and the chamfer was found to be slightly deformed at an upward angle which allowed the part to open without force. A review of the device history records for each site¿s quick disconnects confirmed there were no anomalies. The actual device, consisting of both site¿s quick disconnects, was pressure tested by closing off each end and filling the connection with air using a syringe. The device was then submerged under water and pressurized at approximately 500mmhg for 10 minutes. After approximately 9 minutes, an air bubble from the affiliate site¿s quick disconnect was observed and found to settle at the connection to the insert. Once the air bubble was removed, a new bubble would immediately form in its place. This confirmed a slow leak in the affiliate site¿s quick disconnect. A raw material sample was obtained and arranged with a cable tie around the white thumb latch to apply pressure to keep it in the ¿open¿ position. The altered sample was placed in an oven at 50c, the same temperature seen during heated aeration, for four (4) days to determine if any deformation would occur. A similar state as the actual sample was achieved confirming that the affiliate site¿s quick disconnect was damaged. The manufacturer¿s quick disconnect had no problems and performed according to specification. Evaluation, method - actual device evaluated, device from controlled or non-released sample evaluated, visual inspection, pressure testing. Results - no failure detected. Conclusions - no failure detected, device operated within specification. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up.